Manufacturer narrative:
H10: the actual sample was not available for investigation however photos were provided. The visual inspection observed an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. Based on the information provided, the leak occurred after 1hour of treatment. It is to be noted that the prismaflex m100 set c and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, replacement bags are provided by baxter as spare bags. Based on the above, the main cause identified for the reported event is an unintended use of the effluent bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour into treatment with one unit of prismaflex m100 set, a fluid leakage was observed from the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.